Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument had the black plastic "cone" distal to the tip broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument and completed the device evaluation. The instrument was analyzed and was found to have the ceramic sleeve dislodged from its normal position on the yaw pulley. Ceramic sleeve does not have missing material. There was minimal silicone adhesive on the yaw pulley and inside the ceramic sleeve.

Event description:
Refer to h10/h11 for follow-up information.